Manufacturer narrative:
Retained samples of the concerned lot number (220516-4306) have been inspected visually. All samples were within limits, no failure could be detected. We have requested the involved sample for investigation of the root cause for the compromized packaging. On january 07th, 2026 we received the claimed customer sample for investigation. Reviewing the customer sample pouch it showed visible an unsealed area over a length of approximately 8cm in the pouch sealing at the top of the pouch. Further investigating it was visible that the transparent and protective pe foil liner was sealed in. On the transparent and protective pe foil liner sealing marks are clearly visible. This transparent and protective pe foil liner is inserted into the pouch to protect the electrodes from damage caused by the plug or the cable itself, as the transparent and protective pe foil liner divide up the pressure from sharp corners over a larger area on the entire packaged electrodes. We therefore have examined the assembly and testing equipment in the concerned production line. The fully assembled electrode set is placed in the pouch manually with a transparent and protective pe foil liner (the liner is partially printed). The electrode pouches that are still open are then placed in a short term buffer container. After sealing the pouches, every pouch is then checked in a separate step in the assembly line (acceptance criteria: no pouch may show any damage or contamination). After checking, the finished sets are packed afterward manually in boxes for 10pcs. We therefore assume that the transparent and protective pe foil liner was not visually detected during the inspection. As a corrective action we will improve the protective foil liner to become fully visible. We assume this to be a single error and consider the investigation and the report to be closed. No further conclusion can be drawn.

Event description:
On november 17th, 2025, we have been informed by our customer comen about a failure with a defibrillation electrode set. Skintact defibrillation electrodes our model df31g had been detected as defective. The initial report is stating that: "the bag's seal can't be closed." We also received one picture showing the claimed defect. Reviewing the customer picture it is visible a defect in the pouch sealing at the top of the pouch. On january 07th, 2026 we have received the concerend customer sample a further root cause analyses . No further details have been disclosed so far.

Event description:
On november 17th, 2025, we have been informed by our customer (B)(6) about a failure with a defibrillation electrode set. Skintact defibrillation electrodes our model df31g had been detected as defective. The initial report is stating that: "the bag's seal can't be closed." We also received one picture showing the claimed defect. Reviewing the customer picture, it is visible a defect in the pouch sealing at the top of the pouch. For a further root cause analyses, we have requested the concerned customer pouch. No further details have been disclosed so far.

Manufacturer narrative:
Retained samples of the concerned lot number (220516-4306) have been inspected visually. All samples were within limits; no failure could be detected. We have requested the involved sample for investigation of the root cause for the compromized packaging. Currently the involved sample has not been made available to us by the date of this report. We therefore will relay any further investigation result in a follow up report.